Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 440 mg/dl, 500 mg/dl at time of incident and current blood glucose was 457 mg/dl. Customer treated with manual injection for high blood glucose. The customer was assisted with troubleshooting. Customer reports the symptoms related to their high blood glucose such as headache. The customer states they had tried manually connecting the meter and the insulin pump and not successful. The insulin pump will be returned for analysis.